Event description:
Caller reported experiencing a cartridge alarm with the pump. Blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Tandem technical support decided to replace the pump, advising the caller to use a replacement with updated software. The caller was instructed on the steps for using and returning the pump and acknowledged the guidance provided. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.